Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluations. Failure analysis confirmed the customer reported failure. The unit was installed and tested in a test system and failed upon start up with multiple errors. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted prostatectomy procedure, the surgical staff encountered a system error. The customer attempted to power cycle the system but the issue persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found that the error reported pointed to the camera arm. The customer made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse replaced the remote arm controller (rac) board to resolve the issue. The rac refers to the printed circuit board that receives signals from the rac control module (rcm) which performs all of the control, monitoring, communications, and upper-level safety functions.